Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05387. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Imaging on transesophageal echocardiogram (tee) was very hazy and transseptal crossing was noted to be very difficult. A watchman® access system (was) was used with a 21mm watchman ® laa closure device & delivery system (wds). The closure device was deployed and released without issue. About 4 hours post procedure, the patient started experiencing symptoms of nausea and became hypotensive. They tried treating the symptoms with medication. The physician then performed a transthoracic echocardiogram and noticed that there was a small pericardial effusion. The patient returned to the lab and pericardiocentesis was performed; approximately 200-250cc of fluid was extracted. After this, the patient's symptoms began to improve and the patient was discharged without harm. It was noted that the implanting physician believed the symptoms post procedure could have also been related to the patient¿s gastrointestinal bleeding issues in conjunction with the heparin given during the case.